Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not go into standby mode. The remote service engineer (rse) had the customer go to service mode and check the average air standard liter per minute (slpm). The customer checked and found that the unit was reading -1.3 slpm when set to 0. The rse then informed the customer that the unit would not go into standby mode due to the -1.3 slpm reading. The rse provided the customer with the part number of the flow sensor assembly to order and replace. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 18nov2025, 25nov2025, and 02dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.